Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and potential reasons for the lss being triggered. The boston scientific sales representative involved stated that the root cause of the clinical observations was not determined. However, the impedance normalized below 1000 ohms the following day. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered due to an out of range pacing impedance measurement on the right ventricular (rv) channel. The current impedance measurement is 1776 ohms in unipolar mode and in the past, bipolar impedance was 1600 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional details were received stating that red alerts had been generated for this system due to pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel and the left ventricular (lv) channel. The lead safety switch (lss) had been triggered switching the lead configurations from bipolar to unipolar. A boston scientific technical services consultant recommended bringing the patient into the clinic for troubleshooting. The boston scientific sales representative stated they will just continue to monitor the patient.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.